Event description:
The manufacturer received information alleging a trilogy evo o2 "ventilator service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by operational checking. An error code was noted in the downloaded error log. It was confirmed that dust adhered to the flow sensor, and it was considered that the pressure around the air outlet decreased due to the clogging in the flow sensor. There was contamination in the blower due to adhesion of dust. The device failed a test step for fio2 sensor receptacle verification due to clogging in the filter of the fio2 tubing. The device's flow sensor, blower and fio2 tubing was replaced to address the issue. In addition, a particle filter and wire clip were added. This event is being addressed per fsn 2023-cc-src-003.